Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 07/2012. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was bent. This was attributed to faulty handling. Various parts were replaced device was replaced and returned to the customer on (B)(4) 2012.

Event description:
Customer reported defect of the cutter lock. This is report 1 of 1 for complaint (B)(4).